Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the error logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The batteries were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.